Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, a device was returned above elective replacement indicator (eri) when returned for analysis. Final analysis found a high current drain from the hybrid due to an anomalous capacitor. The cause of the reported event of premature battery depletion was isolated to the high current drain from the hybrid. No other anomalies were identified.

Event description:
New information received notes that the reported pacemaker was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.